Event description:
It was reported that the customer was in the hospital for a reason other than their blood glucose levels. However, while at the hospital, the customer was treated for a low blood glucose reading of 62 mg/dl. It was also reported that the insulin pump alarmed during priming. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.